Event description:
This is filed to report the chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Visibility was poor. The xt clip (1110r192) was attempted to be implanted, however the leaflets could not be grasped and the clip got caught on chordae. The clip was freed using standard troubleshooting without causing injury and was removed. An xtw clip (20331r252) was advanced, the leaflets could not be grasped. The clip got caught on chordae causing a chordae rupture and mr worsened above baseline. The clip was removed. The procedure was aborted with no clips implanted. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to grasp appears to be related to patient morphology/pathology and the clip getting caught on chordae (difficult to remove) was due to procedural condition of the inability to grasp. The reported poor image resolution was due to poor visibility from the equipment. The worsening mitral regurgitation (mr) appears to be a cascading effect of the tissue injury (chordal rupture). The tissue injury was due to the clip getting caught on chordae. Mr and tissue injury are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.